Event description:
It was reported via medwatch report #33025-2004-0003, that during an unk procedure, the 7/8 mm laparoscopic trocar sleeve came apart during surgery. Rubber gasket fell into pt cavity. Gasket was retrieved. There was no reported pt consequence.